Event description:
Customer's spouse reported via phone call that customer experience low blood glucose of 33 mg/dl. Customer was found unconscious and was given sweet tea. Paramedics were called and customer was transported to the hospital on (B)(6) 2015 with blood glucose of 55 mg/dl. Customer was treated and released. Caller reported that customer had a kidney transplant a year prior and was on steroids. It was believed that the cause of low blood glucose was due customer being dosed off of steroids and not insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.